Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device's screen turns off and on. There was no reported patient involvement / no reported adverse patient impact.